Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the number 1, 2, and 3 keys to be intermittently inoperable by a necessity of excessive force caused by a failed keypad. The remaining keys were performance tested and were functioning as expected and no keys resulted in an incorrect response or double entry. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that the keypad was functioning intermittently. It was also reported that there was no injury.